Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later, the patient presented with abdominal pain and a computed tomography abdomen pelvis wo contrast was performed which showed an inferior vena cava filter in place. After two year and seven months, a computed tomography abdomen without contrast showed that there was an inferior vena cava filter in place. The proximal tip lied above the level of renal arteries. There was no significant tilt and the filter appeared intact. Anteriorly one of the prongs perforated the inferior vena cava wall by a distance of 4mm. This extended into the adjacent fat. Posteromedially, a prong perforated the inferior vena cava wall by a distance of about 3 mm. This extended into the adjacent fat. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately three years and five months post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.